Manufacturer narrative:
(B)(4). Supplemental MDR - volumetric accuracy. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 309623. Batch # 4303341. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a volumetric accuracy issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Item(s): 309623. Lot(s): 4303341. Date incident occurred:recurring. Was the patient impacted? Yes some of the medication does not come out - up to a 1/10 of a ml . If yes, describe: not getting all of medication. Is a sample available?: yes. Customer request?:

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.